Event description:
New information received states the high voltage lead impedance could not be measured again even though a new setting was set from the last time this occurred. No intervention was recommended to resolve the issue. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported an error message was noted from the device indicating the high voltage impedance could not be measured. High voltage lead impedance could be measured after a capacitor maintenance was performed. There were normal impedance measurements. The patient was scheduled for a follow-up visit. No adverse consequences were detected.